Manufacturer narrative:
Additional narrative: patient information is not available for reporting. Date of device back out is not known. The510k: this report is for an unknown screw. Part and lot numbers are unknown; UDI number is unknown. Date of implant is unknown, device remains implanted. Complainant part is not expected to be returned for manufacturer review/investigation. Concomitant devices therapy date is not known. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that a patient underwent an unknown procedure on an unknown date for a zero-profile natural implant spacer. The surgeon reported that four (4) weeks post-operatively, on follow-up, it was found that one of the screws is backing out, but remains intact inside patient. It is not known if it is one of the 14mm or 16mm screws. Issue is not causing any harm to patient and there is no plan for revision surgery at this time. Patient has no complaints, therefore, no patient harm reported. No additional information available. Concomitant devices reported: plate (part number unknown, lot number unknown, quantity 1), screw screws (part number unknown, lot number unknown, quantity 3). This report is for one (1) unknown screw. This is report 1 of 1 for (B)(4).